Manufacturer narrative:
As of 09/09/2020 unused returned samples were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests and latex screening.

Event description:
On the initial report received by aso on 08/13/2020 consumer reported the bandages caused a reaction similar to a chemical burn of the size and shape of the pad on her (B)(6) year old granddaughter's cheek. Consumer added small blisters have formed on the girl's skin. Consumer sought medical attention for her granddaughter. On completed cir received on 08/21/2020 consumer stated the pediatrician advised treating the injury with aquaphor or neosporin. And added that several days later the injury is healing. Initial reporter sent report to the FDA (reference mw5096106) date: 28aug2020.